Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl left. Reason(s) for revision: pain. Update received: 22nd may 2014 - added further reason(s) for revision: alval / soft tissue reaction and amended implant date: (B)(6) 2006.

Event description:
Asr revision; asr xl; left. Reason(s) for revision: pain.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.